Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the buttons on his pump were sticking and keep going forward without pressing,random no delivery alarm and insulin pump was unable to rewind. Troubleshooting was not done. The insulin pump will be returned for analysis.